Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. Customer reported blood glucose level of unknown. Customer reported having an issue with a battery failed test, customer reported that he was changing battery kept getting battery test failed. Troubleshoot for failed battery test alarm was performed. Contacts are not missing or damaged. Customer received failed battery test. Customer was advised that the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address label, stained serial number label and stained end cap sticker.